Manufacturer narrative:
(B)(4). The customer reported the device had a display that stopped working after being on for a few minutes. There was no reported patient involvement. The device was evaluated by a philips field service engineer and did not confirm the problem. The fse ran opcheck, verified all parameters and device output. No problem was found. The device passed all performance assurance and parameter checks and output specifications. The device was put back into use. As of on 03/27/2013 there have been no further calls for this device with this problem. Since the problem could not be recreated the cause could not be determined. No formal response was requested and none is warranted.

Event description:
The customer reported the device had a display that stopped working after being on for a few minutes. There was no reported patient involvement.